Event description:
Pump screen was reported to be dark and unresponsive, with the issue occurring on january 26th. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to attempt several troubleshooting steps without success, leading to the decision to replace the pump. A replacement pump was confirmed to be in warranty, and instructions were provided for returning the defective pump, as well as putting it into storage mode before the return. Customer understood and acknowledged the instructions.